Manufacturer narrative:
Event date: the procedure date was last weekend (saturday or sunday). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ omni was selected for a thrombectomy procedure in the iliac and common femoral arteries. Aspiration was initiated inside the body and one pass was made. However, it was noted that an error message was displayed stating "to re-prime the line" and saline was noted to be coming out of the plastic bulb of the catheter that is inside the console where the console door opens and closes. Aspiration stopped and the catheter was taken out. The procedure was completed with another angiojet® solent¿ omni. There were no patient complications reported and the patient's condition was fine.